Manufacturer narrative:
Reporter stated that the blu-u light bulb went out in the middle of a treatment. She reported that the patient still had about 6 more minutes pending to finish the treatment.

Event description:
Treatment failure. Device failure.